Event description:
It was reported the devices were used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the right angled electrodes fell off of three devices into the pt's abdomen. The electrodes were retrieved by using grasping forceps. All electrodes were recovered. There was no pt consequence.